Manufacturer narrative:
The device was not returned as it was implanted; therefore, product analysis of the device was not able to be performed. DHR review and lot history review were not performed as the lot number was not reported. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Based on this reported information, it could not be determined what caused the coil not to detach. The device was reported to have been used and prepared per the instructions for use (IFU). Since the device was not returned, we are unable to perform further root cause analysis. Per the device¿s instructions for use (IFU): ¿hold the proximal end of the implant pusher at the distal end of the load indicator. Advance the instant detacher (ID) over the proximal end of the implant pusher until the load indicator fully enters the funnel and the pusher is firmly seated in the actuator.¿ ¿to detach coil, place the axium¿ i.d. (Instant detacher) into palm and retract the thumb-slide back until it stops and clicks, and slowly allow the thumb-slide to return to its original position. Remove the axium¿ i.d. (Instant detacher).¿ ¿successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. In the unlikely event the coil moves, repeat steps. If necessary, advance the implant pusher to re-establish the coil and catheter marker alignment. Verify coil detachment as above.¿ ¿if you wish to confirm detachment, grasp the positive load indicator between your thumb and forefinger of your left hand and the proximal end of the implant delivery pusher with your thumb and forefinger of your right hand. Gently pull on the proximal end of the implant delivery pusher. If it moves freely from the hypo-tube, the system is detached properly. If it does not, repeat the previous steps.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached with the instant detacher despite 2 ¿ 3 attempts. Prior to the event, the physician chose a 4 x 12 framing coil and the coil performed unique movement of the frame with good embolization. Upon attempting to detach the implant coil, the reported event occurred. The physician noted that the pusher was firmly loaded deep in the instant detacher, but the attempts at detachment did not work. The manual method was also attempted (an alternative detachment method provided in the instructions for use), but without success. Finally, the primary release wire was pulled directly from the folded part and the implant coil eventually detached and completed. A buzzing sound was heard when pulling the primary wire so it was stated that was probably unlabeled in the aneurysm. Part of the implant coil fell out in the patient¿s cavity and could not be retrieved. The physician broke the pushwire only one time. There was not any friction, difficulty during delivery or positioning. The implant coil was implanted at the intended location. The blood flow was normal. The patient was undergoing embolization treatment of a cerebral aneurysm measuring 4 mm inside moderately tortuous anatomy.